Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed error code 110b ((cbit) check vent: proximal pressure sensor auto zero failed). The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed error code 110b ((cbit) check vent: proximal pressure sensor auto zero failed). During troubleshooting, the rse confirmed with the customer that there hasn't been any work performed on the data acquisition (da) board. The rse informed the customer that manufacturer's recommended repair, was to replace the solenoid 3 and 4; if the issue was not resolved, the da board should be replaced. The rse then suggested swapping the da board with another device and see if issue reoccurs. Onsite service was requested. Investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with a quote to have the device serviced; however, the quote had expired, and the record was closed with no further actions performed by philips. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.